Manufacturer narrative:
Patient information was unavailable from the site. The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during coiling treatment, this coil would not detach with using instant detacher. It was reported that the after coil was placed into the lesion, the physician tried to detach the coil two times with using instant detacher, but the coil did not detach. New coil and instant detacher were replaced and, the procedure was completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was detached from the pushwire and missing. Instant detacher returned for investigation. The concerto pushwire was found broken and jagged on the proximal end with a broken release wire extending out. The proximal tip of the pushwire containing the tack weld replacement (twr) crimps was not returned. The pushwire was found bent at the proximal end. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was found to be pulled back from the lumen stop, the shield coil was found present. The retainer ring appeared damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted as the condition of the received device was contradictory to the complaint description and response was received from the customer stating that it is unknown. The proximal tip of the pushwire containing the tack weld replacement crimps and the implant coil were not returned; therefore, any contributing factors from these could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined as it could not be determined if the instant detacher was successful at breaking the tack weld replacement crimps during evaluation. The returned instant detacher was used to successfully detach two in-house concerto coils within 3 attempts. It is likely that the implant coil detached due to the coin position (pulled back from the lumen stop) or due to the damage to the retainer ring. It is possible that the pushwire became broken, and the implant coil and proximal tip of the pushwire became lost during shipping back to medtronic for evaluation. The lot history records of the retainer ring were reviewed and no quality issues were noted. All devices are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.